Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported bleeding occuring during dbs (deep brain stimulation) surgery which led to the patient being placed in intensive care post-operatively and later died.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. A patient from paraguay was implanted with two deep brain stimulation electrodes using a leksell stereotactic system, inomed microdrive and dbs guide tubes and boston scientific dbs leads. A bleed occurred which led to the patient being placed in intensive care postoperatively and later died. The neurosurgeon suspects that the unfortunate outcome was caused by a previous medical condition of the patient. The leksell stereotactic system has been checked regarding mechanical accuracy, both at elekta and at fredrikssons verkstäder ab as a certified verification and no faults could be found. The leksell stereotactic system was found to be working as designed and intended and was not suspected to be faulty by the user since the target was reached correctly on both sides.

Manufacturer narrative:
Unfortunately, due to administrative errors, the following fields have now been updated: b1 - adverse event ticked. G4 - 510k number added. H2 - updated as correction.